Manufacturer narrative:
Field service engineer reported that the fill hose became loose and came off of the fill pipe. Replaced the hose and added another hose clamp. System tested in accordance with the manufacturers service manual and is fully operational. Maintenance review found no history related to this issue.

Event description:
During lithotripsy of a patient, a water hose became disconnected and dumped water all over the operating room. No injuries reported but the doctor decided to abort the case and rescheduled.